Event description:
Boston scientific received information that this device was explanted due to noise and oversensing, which contributed to inappropriate shock therapy. During surgical preparation, noise signals were reproducible with light palpitations around the device. Additionally, the device's data history was reviewed, confirming a high out of range shift in pacing impedance measurements, of late. During surgical intervention, the chronic right ventricular (rv) lead exhibited normal impedances values when tested with the psa; no noise present. The physician thus contributed the anomaly to a damaged header-can connection. However once connected with the new device, the chronic rv lead also exhibited high out of range measurements and noise, as seen with the chronic device. It was then the physician elected to cap the chronic rv lead and implant both a new rv lead and device. The explanted device is intended to be returned for a post-market analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
In the absence of a returned product, this complaint investigation is complete. However, should the lead be returned at a later date, the event will be reopened and further updated.